Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis with unknown blood glucose. The customer reported that she wanted the older version of the belt clip because the new one was having the extra hinge was clamping the tubing all the time and she ended up at the hospital due to that. Troubleshooting was not done. The insulin pump will not be returned for analysis.